Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer wore the pump in a freezer for a prolonged period of time. Tandem customer technical support informed customer that exposing the pump to temperatures under 41°f is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "avoid exposure of your pump to temperatures below 5°c (41°f) or above 37°c (99°f). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump."